Event description:
Patient reported obtaining blood sugar levels of 270, 230, 277, 297 and 300 mg/dl in a back to back testing session on their ss meter. No symptoms were reported. Lfs rep reviewed qc procedures and discussed series of variation (sov). The meter was replaced. No allegations of harm were made.